Event description:
A malfunction alarm was reported with a code. The customer's blood glucose level reached 306 mg/dl. Technical support provided information on resetting the pump, helped in performing the reset, and confirmed the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, and this advice was understood by the customer.